Manufacturer narrative:
The surgeon believed that during a secondary review of the patient with 3d systems, the patient's occlusion was adjusted in an attempt to close the occlusion. 3d systems has no record of a secondary review or a change in the surgical plan. The occlusion was set based on dental models and an occlusal bite indications that was received from the surgeon. The surgical splints corresponded to the specification and occlusion depicted within the vsp case report provided to the surgeon. The surgeon intends to place orthodontics to close the patient's bite after the implantation of the tmj devices.

Event description:
During a combination case involving virtual surgical planning (vsp) and stryker tmj-concepts, the surgeon reported a malocclusion after placement of the final surgical splint. The surgeon reported a 90-minute delay in surgery as they attempted to adjust the patient's occlusion intraoperatively.